Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the pleora was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect pleora was returned to the manufacturer for evaluation. Testing found that the imaging system would not complete initialization with the suspect component installed into a known operational imaging system.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system entered standalone mode when starting up and would not progress past the prompt. It was reported that the imaging system was not charged and had not been in use for 10 days. The representative reported that the imaging system was unplugged from a power source during this time. The system was allowed to charge, the imaging system was started 3-4 times without resolution. The interface (umbilical) cable was connected and disconnected 4-5 times without resolution and the application software was restarted 3 times without resolution. There was no patient present when this issue was identified. No additional information was provided.